Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Received one device. Initial inspection confirm patient concern. Additionally, there was incorrect labeling issues. It was reported that the device has interconnect pcb issue. There was no patient involvement.